Event description:
It was reported that one week post implant the pulse generator could not be interrogated. The hardware elective replacement indicator (eri) byte was checked and indicated that the device had not reached hardware eri. A software download was attempted without success, leaving the pacemaker in bvvi operation. The physician elected to leave the device in bvvi mode as the patient was elderly with multiple comorbidities.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.